Event description:
I used poligrip for about 35 years. In 2006 my feet, legs and hands had tingling and numbness. Then I became crippled with neuropathy. Tingling of feet and hands, numbness, losing balance and now can not walk. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: 35 years. Diagnosed or reason for use: dentures. Event abated after use stopped or dose reduced: no.